Event description:
The device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the surgeon pushed the button, and the safety shield did not retract. There was no consequence to the pt.

Manufacturer narrative:
Results of evaluation: conclusion: the instrument was cycled and it failed to arm, visual examination and measurement of the knife collar confirm the knife collar to be skewed, resulting in the reported incident.